Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - nonmalignant pain. It was reported that the patient had uncomfortable stimulation since the other day when she was laying on her back during recharge and when she laid on her back after recharge. Patient could really feel stimulation strong and fast in her back and strong stimulation in legs, mostly her right leg. No further complications were reported/anticipated.